Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by the asp where the reported issues of it displaying a low inspiratory pressure alarm, a high peep (positive end expiratory pressure) alarm, and it is having low exhaled tidal volume (vte) levels was confirmed. The asp replaced the external flow module (efm) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the efm.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was displaying both the low inspiratory pressure and high peep (positive end expiratory pressure) alarms. Additionally, the asp observed that the device's exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.